Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and a half ago from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5156441/5167645. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 24553986.

Event description:
It was reported that the patient was experiencing pain at the ipg site and inadequate stimulation despite reprogramming attempts. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.